Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4)- no consequences or impact to patient, (lens stuck in injector). Method - (evaluation method): device work order search. Results - (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4)

Event description:
The reporter indicated that the surgeon used a ks-3ai preloaded injector, 25.5 diopter. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and no adverse events reported.